Manufacturer narrative:
The device was not returned to microline surgical, inc., to perform full evaluation. Lot serial history record showed no similar complaint associated with lot# 0012786. There was no harm to the patient.

Event description:
During laparoscopic choleslystectomy, the last clip did not fire from the clip cartridge. There was no harm to the patient.